Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affilate, foreign material was found in a package of malis forceps. There were no reports of delay or patient harm. More information will be requested.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was returned to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
One forcep was received for evaluation in sterile packaging, and a small foreign particulate was observed to be inside the blister packaging. On 04/10/2019, a visual inspection was performed on the product packaging. As stated above, a foreign particulate was observed. This complaint is confirmed. However, the root cause is unable to be determined. The complaint condition was replicated. The device did not met specification. A review of manufacturing records found no discrepancies when the device was released to stock trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.